Event description:
It was reported by the rep that when the device was used during an unknown procedure, it was difficult to release. The case was completed with the same device. There was no consequence to the pt.